Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed motor encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Unit received with scratched lcd window. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 92 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.